Event description:
It was reported that the user fell asleep on top of the switch and was burned on the leg.

Manufacturer narrative:
It was reported that the user fell asleep on top of the switch and was burned on the leg. The user did not report any malfunction, but repeated several times that he had fallen asleep on the switch, accidentally activating the unit. The injury had been treated in the emergency room with no life-threatening complications during the healing process. The purpose of the user's call was to offer us the change to provide him with a settlement in order to avoid a lawsuit.